Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aortic aneurysm repair in zone 9 infrarenal utilizing a the gore® excluder® conformable aaa endoprosthesis. Reportedly, during the procedure the device was advanced and being deployed but after the gate was cannulated, they tried to reconstrain the device proximally by turning the gray constraining dial at the trailing end of the deployment handle and push up the device a bit but the device did not constrain (turning the gray dial did not reconstrain the graft), otherwise, device position was in the area as intended. When the catheter was removed it was noticed that there was a loose broken thread, which appears to be the constraining loop. Its possible that's why they could not constrain the top (proximal end) of the graft. Patient is doing okay, device was deployed successfully.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.